Manufacturer narrative:
(B)(4). The device was received for evaluation. The minicap was visually inspected and the rim was found to be cracked. Leak testing was performed with the minicap attached to a transfer set and a leak was identified from the minicap. The condition was verified. The leak was due to the crack in the minicap but the cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned device, a minicap was found to be cracked and led to a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.